Event description:
Implant was cultured prior to implant just after lid of product was opened. Sent to lab directly. Product was used in a 43 yr-old woman who underwent open reduction and internal fixation-tibial plateau left leg. On 2/6 surgeon was notified the specimen grew staphylococus epidermidis.